Event description:
It was reported that the patient presented to the hospital for vt, and the device did not deliver therapy. During interrogation an alert showed the device in back up vvi mode. Stored egm showed that the patient had many arrhythmias lately. The therapy switched off. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported device reset was confirmed after review of the egm and diagnostic data. The device went into reset mode on (B)(4)-2012 when the patient experienced multiple vf episodes within a two hour period. It is believed that this caused the device to enter reset mode.